Event description:
It was reported that the device was returned for an unknown reason. There was unknown patient involvement. The device evaluation found the device to be under delivering.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled downstream occlusion seal. Functional testing confirmed the device to be under infusing. A review of the event history log revealed a high alarm: downstream occlusion (dso), which points to a faulty dso sensor. The dso seal, dso sensor, and expulsor were replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.